Event description:
A (B)(6) male patient called zoll customer support to report that he was receiving a service code 204. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the belt failed incoming functional testing. In addition, the trunk cable connector was cracked. Upon investigation, there was an open pulse wire along the distribution node (dn) to the front therapy electrode (te), between the front te and ECG a, and the green (+3.3v) wire was open in the trunk cable connector. The open wires caused the reported service code 204 and test failures. The cause of the open wires were the damage cables. The root cause for the damaged cables could not be positively identified but was likely excessive force. No adverse event resulted from the open wires. The patient received a replacement electrode belt.